Manufacturer narrative:
Section d5 - operator of device: corrected. Manufacturer's investigation conclusion: the reported event of atypical no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6) was evaluated by service depot alongside known working test heartmate equipment. The returned mpu was connected to a test system controller and a mock circulatory loop, and upon connecting the controller a no external power alarm activated. The unit was disassembled to inspect the internal components revealing that the mpu had a nonconforming capacitor on the power supply printed circuit board assembly (pcba). Upon further testing it was also identified that the mpu patient cable was contributing to the reported event, therefore, the mpu patient cable was replaced with a new patient cable and the issue resolved. The power supply pcba and mpu patient cable were replaced with new parts and the exchanged pcba and patient cable were forwarded to product performance engineering (ppe) for further analysis. After replacing the parts, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The returned mpu patient cable was installed in a known working test mpu and connected to a test system controller and a mock circulatory loop. Upon connecting the controller, atypical low voltage and no external power alarms were observed, confirming the reported event. The electrical integrity of the wires were evaluated, revealing that the gray (relative state of charge) wire was shorting to the cable shielding; this would result in the reported event. The returned power supply pcba was also installed in a known working test mpu, and the unit booted up as intended without any issues. The mpu was connected to a test system controller and a mock circulatory loop, and no issues or atypical alarms were produced. Although no issues were observed, the nonconforming capacitor could have contributed to the reported event. The reported event was determined to be due to damage to the rsoc wire in the mpu patient cable; however, the root cause of the damage could not be conclusively determined through this analysis. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's primary system controller was connected to the mobile power unit. While connected, the system controlled behaved as though there was no power source connected to it. The backup system controller charged normally while connected to the mobile power unit. The patient was given a new replacement mobile power unit to take home. The patient experienced power cable disconnect and no external power alarms.

Event description:
Following the replacement, the patient did not experience any alarms from the system controller while connected to the new mobile power unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.